Event description:
It was reported that the device during the procedure, the anchor broke inside the patient. All the parts of the anchor were removed and a healicoil regenesorb was used, then, a footprint of 5.5 was used and the procedure was completed without problem.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.